Event description:
Report received of a tubing separation. It was reported that a pt was receiving home infusions of cyclosporin for an unspecified diagnosis. At some point during the infusion, the pt stepped on the tubing causing it to separate at the proximal end of the filter. The parent clamped the tubing and changed the set. There was no reported bleed back. The infusion resumed with no further problems. There were no reported adverse pt effects.